Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed; due to corrosion on the endoscope connector, an e315 (scope error unsupported scope) occurred. Based on the results of the investigation, olympus presumes that the image abnormality was caused by water seeping into the scope connector where water droplets adhered to the circuit board and caused a short circuit. In addition, the following reportable malfunctions were identified during the device evaluation: residual liquid or foreign material came out of the channel tube. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an error code e315 (scope communication error) and the scope was not recognized. The event occurred during service/maintenance. There were no reports of patient involvement.